Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced a "vascular event" in the "upper lip" after they were injected with juvederm volbella xc in the upper lip. Two days after the initial event, patient was referred to the healthcare professional and treated with hyaluronidase to dissolve the product. Symptoms resolved an unspecified amount of time later.